Manufacturer narrative:
The device was returned for evaluation, but did not contain enough solution for testing. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. (B)(4).

Event description:
During the procedure, it was reported that the onyx could not be visualized and the catheter was occluded. No injury was reported with the patient as a result of the procedure.